Event description:
It was reported that after two days of intra-aortic balloon (iab) therapy a balloon rupture occurred. The patient was taken to the cath lab to have a new iab inserted. There was no patient harm or adverse event reported. Reported via medwatch # (B)(4): upon noticing audible iabp alarm. L axillary iabp access site noted to have blood along length of the return line tubing. Tubing was clamped proximally with a kelly clamp. Iabp was turned off, and return line disconnected and placed in a biohazard bag for appropriate analysis. After blood was noted in the iabp tubing, pump was turned off and cardiovascular team notified. Patient required a procedure to have the balloon pump exchanged. Cath lab was activated for balloon pump exchange. At the end of the procedure, good function of the iabp catheter was confirmed.

Manufacturer narrative:
Occupation: site manager, materials management. Additional reporter(s): (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint: (B)(4).

Event description:
N/a.